Event description:
It was reported that the intra-aortic balloon (iab) was blocked during insertion through the super arrow-flex (saf) sheath. The iab and saf sheath were withdrawn and another (B)(4) was successfully used. There was no pt death, injuries or complications. There was no delay in therapy and the pt's outcome was listed as fine. It was noted that after receiving the field safety alert in october, the customer reported this event which they originally thought was misuse.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.